Event description:
It was reported that the patient presented in clinic with episodes of non-sustained ventricular oversensing. Review of egm showed undersensing of premature ventricular contractions. Programming changes were made. Patient will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.